Event description:
The customer reported to customer service that the back cover for the power supply for her breast pump is "coming undone." An injury was not reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with the customer to obtain additional complaint information are on-going. The product, however, was received on (B)(4) 2012 and a visual examination indicated that the transformer housing was cracked open, exposing inner electronics. Though the product has been received and visually examined, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. However, a breach in the transformer housing is a safety risk. This type of failure is typically associated with dropping the unit onto the hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per (B)(4) 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should additional information be received, resulting in new, changed, or corrected information, a follow up report will be filed.